Event description:
During the procedure, the pedal was pressed for the phaco to start. The occlusion bell rang and a white cloudy material emanated from the phaco tip in the eye. The pedal was pressed again and more cloudy material appeared around the corneal wound. Alcon centurion's IFU does not indicate the device should be tested prior to use. However, the cleaning flashcard given by the representative does state the device should be tested before use. This reporter recommends the company should add a statement in the IFU that the device should be tested before being used. Device has 400 uses as its limit, yet the company should disclose this with the product label to help support the IFU. In addition, the manufacturer¿s instructions for use instructs the user to use an "auto wash kit", but the auto wash kit is not available in the USA. Also, only water is allowed to be used to clean and no solvents because of residue risk. Therefore, there is significant concern of being unable to adequately clean the device.